Event description:
The customer reported that the insulin pump alarmed during the manual prime process. Advised the caller to revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. Unable to confirm the alarm.